Manufacturer narrative:
An event of mitral regurgitation due to annuloplasty device dehiscence and explant was reported. A more comprehensive assessment, including histopathological examination of the device could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
(B)(4). It was reported that on (B)(6) 2022, a 32mm rigid saddle ring was implanted for mitral valve repair. It was then reported on (B)(6) 2022, the patient was admitted for heart failure. A transthoracic echocardiography on (B)(6) 2022 confirmed severe mitral regurgitation due to annuloplasty device dehiscence. A transesophageal echocardiography on (B)(6) 2022 also confirmed severe mitral regurgitation. A decision was made to surgically remove the 32mm rigid saddle ring on (B)(6) 2022 and replaced with an unknown device. The patient status was reported as discharged on (B)(6) 2023.

Manufacturer narrative:
An event of mitral regurgitation due to annuloplasty device dehiscence and explant was reported. A more comprehensive assessment, including histopathological examination of the device could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
(B)(6) - arb pmcf, patient site ID: (B)(6). It was reported that on 08 december 2022, a 32mm rigid saddle ring was implanted for mitral valve repair. It was then reported on 07 december 2023, the patient was admitted for worsening of general condition. The patient was diagnosed mitral regurgitation due to annuloplasty device dehiscence. It was then reported on an unknown date, a decision was made to surgically remove the 32mm rigid saddle ring and replaced with an unknown device. The patient status was reported as discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.